Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result received on 26-feb-2015. Ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment conclude unconfirmed quality defect and handling error. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and physician removed the device since there was 14 trailing coils on left side. Additionally, reported stated he would do a dilation and curettage and a tubal ligation on the same side. The reported event, regarded as device deployment issue, was considered serious due to medical importance and is listed according to essure's reference safety information. During difficult insertions, essure micro-insert placement may be unsuccessful. In this particular case, limited information was provided, nevertheless considering the reported event occurred in association with essure insertion procedure, causality with the suspect insert cannot be excluded, and due to the required intervention this case was considered an incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(4) 2015 which refers to a (B)(6) year-old female patient who had an attempt to get essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot number c95077. It was reported that hcp was removing left micro insert due to 14 trailing coils. Patient was going to do a d+c (interpreted as dilation and curettage) in o.r (operative room) and lap tubal on that side. Patient had no injury; bilateral placement was not achieved. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) year-old female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and physician removed the device since there was 14 trailing coils on left side. Additionally, reported stated he would do a dilation and curettage and a tubal ligation on the same side. The reported event, regarded as device deployment issue, was considered serious due to medical importance and is listed according to essure's reference safety information. During difficult insertions, essure micro-insert placement may be unsuccessful. In this particular case, limited information was provided, nevertheless considering the reported event occurred in association with essure insertion procedure, causality with the suspect insert cannot be excluded, and due to the required intervention this case was considered an incident. Follow-up information and product technical analysis are being sought.

Manufacturer narrative:
Follow up 18-jun-2015: the required number of follow up attempts have been completed, without response to date. No new information was provided. Case closed. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and physician removed the device since there was 14 trailing coils on left side. Additionally, reported stated he would do a dilation and curettage and a tubal ligation on the same side. The reported event, regarded as device deployment issue, was considered serious due to medical importance and is listed according to essure's reference safety information. During difficult insertions, essure micro-insert placement may be unsuccessful. In this particular case, limited information was provided, nevertheless considering the reported event occurred in association with essure insertion procedure, causality with the suspect insert cannot be excluded, and due to the required intervention this case was considered an incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information could not be obtained.